Event description:
This spontaneous case was reported by an other and describes the occurrence of hysterectomy ("hysterectomies") in an unknown number of adult female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required) and injury associated with device ("harmed by the device"). Patients were treated with surgery. Essure was removed. At the time of the report, the hysterectomy and injury associated with device outcome was unknown. The reporter provided no causality assessment for hysterectomy and injury associated with device with essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of hysterectomy ("hysterectomies") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and injury associated with device ("harmed by the device"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy and injury associated with device outcome was unknown. The reporter provided no causality assessment for hysterectomy and injury associated with device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.